Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Reference internal complaint cc#(B)(4).

Event description:
It was reported a physician completed a novasure endometrial ablation (exact date unknown). The physician "viewed the cavity post ablation and the cavity appeared blanched". Approximately 36 hours post ablation the patient contacted the physician complaining of pain. The physician examined the patient and found "two small burn marks on the intestines". It is unknown what type of intervention was performed. The patient is still hospitalized. We have been unable to obtain additional information surrounding this event.